Event description:
Patient reported right-side "contracture and deformation of the prosthesis as it was nodules. Pain, hardened breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported right-side "contracture [baker grade iii] and deformation of the prosthesis as it was nodules. Pain, hardened breast." Folding was later reported by healthcare professional per pfn. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Crease / folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right-side "contracture [baker grade iii] and deformation of the prosthesis as it was nodules. Pain, hardened breast." Folding was later reported by healthcare professional. Device has been explanted.